Event description:
A customer called beckman coulter regarding several discrepant urine test results. Urine samples from several pts tested negative with the icon 25 test kit. Most of the urine samples tested with the icon 25 were not the first morning void. According to the customer the same pts were tested for hcg quantitatively with serum and the results were positive. No serum quantitative results were provided. There has been no change to pt treatment that can be attributed to this event.